Event description:
A biomedical engineering technician reported the system shut down on its own after displaying a system message in the middle of a case. The procedure was completed. Add'l info received from the technician indicated an illuminator was used from a second system in order to complete the procedure. There was no pt harm or injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).